Event description:
During thyroidectomy, while wound was fully open, an unsterile "swivel cap" fell off spotlight #2 directly into wound. Cap removed from wound. Pt treated with prophylactic antibiotics.